Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported syringe plunger not in place error was evidenced in the event history log (ehl). The error was also reproduced during a syringe/plunger sensor test. The error was being produced because the q1 had broken off from the plunger board. The plunger board had also broken off from the glue. This problem was attributed to a design issue. This was established as the root cause. The plunger board was replaced to address the reported product problem.

Event description:
It was reported that the medfusion pump produced the following message: plunger not detected. No patient injury or complications were reported in relation to this event.